Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. In the delivery liquid is a visible particle. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the clinical claim of underdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valves, as well as the brake functionality and brake force. The opening pressure of the valves were out of tolerance, but all other specifications were met. The opening pressure of the valves was significantly lower than expected, shows an increased flow of liquid. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of under-drainage. Further at the time of our investigation, the valves were operating outside the specified tolerances with an increased flow of liquid. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Investigation completed.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav (B)(4). The surgeon suspected that the valve operated in underdrianage and the shunt system was replaced. Patient information: (B)(6) date of implantation: (B)(6) 2020, date of removal: (B)(6) 2020.